Event description:
It was reported that during rewarming phase, the rewarm from read 34.9c, with the patient's temperature at 34.9c. The complainant advised they had gotten an alarm that the temperature was not stable (alarm 15). At the time of the call, the device was running without an alarm. It was recommended to check the patient's temperature with an alternate source, check that the connector site was well connected and dry, to not anchor the foley to the thigh pads, and if the alarm came back to try changing the temperature cable, and if the alarm persisted to change out the foley probe.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warnings and cautions: warnings: do not use the arctic sun® temperature management system in the presence of flammable agents because an explosion and/or fire may result. Do not use high frequency surgical instruments or endocardial catheters while the arctic sun® temperature management system is in use. There is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. Power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade¿. When using the arctic sun® temperature management system, note that all other thermal conductive systems, such as water blankets and water gels, in use while warming or cooling with the arctic sun® temperature management system may actually alter or interfere with patient temperature control. Do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. The arctic sun® temperature management system is not intended for use in the operating room environment. Cautions: this product is to be used by or under the supervision of trained, qualified medical personnel. Federal law (USA) restricts this device to sale, by or on the order of a physician. Use only sterile water. The use of other fluids will damage the arctic sun® temperature management system. When moving the arctic sun® temperature management system always use the handle to lift the controller over an obstacle to avoid over balancing. The patient¿s bed surface should be located between 30 and 60 inches (75 cm and 150 cm) above the floor to ensure proper flow and minimize risk of leaks. The clinician is responsible to determine the appropriateness of custom parameters. When the system is powered off, all changes to parameters will revert to the default unless the new settings have been saved as new defaults in the advanced setup screen. For small patients (=30 kg) it is recommended to use the following settings: water temperature high limit =40°c (104°f); water temperature low limit =10°c (50°f); control strategy = 2. It is recommended to use the patient temperature high and patient temperature low alert settings. The operator must continuously monitor patient temperature when using manual control and adjust the temperature of the water flowing through the pads accordingly. Patient temperature will not be controlled by the arctic sun® temperature management system in manual control. Due to the system¿s high efficiency, manual control is not recommended for long duration use. The operator is advised to use the automatic therapy modes (e.g. Control patient, cool patient, rewarm patient) for automatic patient temperature monitoring and control. The arctic sun® temperature management system will monitor and control patient core temperature based on the temperature probe attached to the system. The clinician is responsible for correctly placing the temperature probe and verifying the accuracy and placement of the patient probe at the start of the procedure. Medivance supplies temperature simulators (fixed value resistors) for testing, training and demonstration purposes. Never use this device, or other method, to circumvent the normal patient temperature feedback control when the system is connected to the patient. Doing so exposes the patient to the hazards associated with severe hypo- or hyper-thermia. Medivance recommends measuring patient temperature from a second site to verify patient temperature. Medivance recommends the use of a second patient temperature probe connected to the arctic sun® temperature management system temperature 2 input as it provides continuous monitoring and safety alarm features. Alternatively, patient temperature may be verified periodically with independent instrumentation. The displayed temperature graph is for general information purposes only and is not intended to replace standard medical record documentation for use in therapy decisions. Patient temperature will not be controlled and alarms are not enabled in stop mode. Patient temperature may increase or decrease with the arctic sun® temperature management system in stop mode. Carefully observe the system for air leaks before and during use. If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections. If needed, replace the leaking pad. Leakage may result in lower flow rates and potentially decrease the performance of the system. The arctic sun® temperature management system is for use only with the arcticgel¿ pads. The arcticgel¿ pads are only for use with the arctic sun® temperature management systems. The arcticgel¿ pads are non-sterile for single patient use. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician¿s request, either prior to the sterile preparation or sterile draping. Arcticgel¿ pads should not be placed on a sterile field." The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during the rewarming phase, the "rewarm from" read 34.9c, with the patient's temperature at 34.9c. The complainant advised that they had gotten an alarm that the patient's temperature was not stable (alarm 15). At the time of the call, the device was functioning appropriately without no alarm present. It was recommended to check the patient's temperature with an alternate source, check that the connector site was well connected and dry, and to check that the foley was not anchored to the thigh pads. The complainant was also advised that if the alarm came back to try changing the temperature cable, and if the alarm persisted to change out the foley probe.